Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one abutment for evaluation. A visual evaluation and functional test was performed, there was signs of use identified. However, no apparent signs of malfunction. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did not occur. No damage to the abutment was identified. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
It was reported that the restoring clinician placed the contour abutment in the patient's mouth and when they tried to remove it, during the sameprocedure they had a very hard time disengaging the abutment from the implant. Roughly hour delay during procedure. Doctor ended up usingpneumatic crown remover and tapping on it multiple times before it came out.

Manufacturer narrative:
Zimview complaint cmp-0866674. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. D10: unknown dental implant, lot number unknown.